Event description:
It was reported that 20 bd¿ syringe with precisionglide¿ needle had discolored primary packaging. The following information was provided by the initial reporter, translated from mandarin chinese to english: foggy package.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13sep2022. H6: investigation summary. The team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible root cause could be due to an incoming material issue. The team has engaged with the incoming quality department on this complaint and the supplier investigation has been issued to the perform an investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 20 bd¿ syringe with precisionglide¿ needle had discolored primary packaging. The following information was provided by the initial reporter, translated from mandarin chinese to english: foggy package.